Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services was dispatched due to low blood glucose level and high blood glucose level on (B)(6) 2020. Customer's blood glucose level was unknown at the time of event. Customer was treated with manual injection for high blood glucose level. Customer was using auto mode at the time of event. The insulin pump will not be returned for analysis.